Event description:
It was reported that the patient experienced pain after an implantation surgery on (B)(6) 2025. Later, on (B)(6) 2025, the patient went to the hospital, and it was confirmed an infection. Due to this, the inflatable penile prosthesis (ipp) was explanted on (B)(6) 2025. The infection was treated with antibiotics and debridement. There were no patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified the pump did not present any damage or abnormalities and it passed leakage and functional tests. The cylinders were also analyzed; both cylinders had wear at fold in the distal end of the cylinder. Both cylinders passed successfully the leakage test. The reservoir was analyzed too, identifying that the component did not present any damage abnormalities and passing the leakage test. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced pain after an implantation surgery on (B)(6) 2025. Later, on (B)(6) 2025, the patient went to the hospital, and it was confirmed an infection. Due to this, the inflatable penile prosthesis (ipp) was explanted on (B)(6) 2025. The infection was treated with antibiotics and debridement. There were no patient complications.

Event description:
It was reported that the patient experienced pain after an implantation surgery on (B)(6) 2025. Later, on (B)(6) 2025, the patient went to the hospital, and it was confirmed an infection. Due to this, the inflatable penile prosthesis (ipp) was explanted on (B)(6) 2025. There were no patient complications.